Event description:
It was reported that one day post implant the patient went into supra ventricular tachycardia (svt). A device check showed an impedance alert on the high voltage portions of the right ventricular (rv) lead. Also, the rv r was waves were low. In the days post implant the r waves rose and fell again so the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5076 implantable pacing lead (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.